Manufacturer narrative:
This report is submitted on february 12, 2024.

Event description:
Per the clinic, open circuits were noted on 4 electrodes and the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.